Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application as they did not agree with the statements: unclear information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community , no french size specified.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application as they did not agree with the statements: unclear information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training in relation to bardex i.c. Aquafil for the european community , no french size specified.